Event description:
It was reported a patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013 due to acetabular dysplasia following recurrent dislocation. During the procedure the surgeon noted the presence of fluid and a pseudotumor. The acetabular component and modular head were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Manufacturing history has not been provided to date. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown.